Event description:
According to a journal article (neurosurgery quarterly: december 2010 - volume 20 - issue 4 - p253-255) abstract entitled "acute mass formation of bioglue after spinal dural repair: a glue-oma case report", the patient underwent surgery for l5-s1 disc herniation. Bioglue was applied to reinforce the repair of an intraoperative dural tear. A worsening of sciatica in the immediate postoperative period was reportedly observed. An MRI performed on postoperative day 2 showed a mass lesion in the site of the surgery. Reoperation was performed and a mass of bioglue compressing the nerve roots was resected. According to the report, the patient's complaints completely resolved.

Manufacturer narrative:
Cryolife is obtaining a copy of the full article and an investigation has been initiated.